Event description:
It was reported that the pump exhibited a "no disposable, pump won't run" alarm. Per reporter air bubbles were noted when the system was turned off. Troubleshooting was unsuccessful in clearing the alarm. The reported rate was 130 ml/24 hrs, residual volume 18, given 232.05. No adverse patient effects were reported. No additional information available per reporter.

Manufacturer narrative:
Other text: additional contact information: (B)(6) cancer center, (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause for the no disposable alarm to be an issue with the downstream occlusion (dso) sensor and the most probable cause for the air bubbles to be user error, most likely caused by the medication being added too quickly; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.